Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused sufenta to a patient during surgery. 200mcg of medication was delivered in a 250cc container of normal saline. The pump was programmed to deliver 250cc per hour for 10 hours; however after 2 hours it was observed that the entire IV container was empty. The customer reported that the patient was breathing spontaneously at the conclusion of surgery and was extubated safely without any complications and without any opioid reversal. He was then transferred to pacu on nasal cannula and was able to maintain oxygen saturation of 100% on room air.